Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that since 2005 she has been "shocked" multiple times and that her device was explanted and replaced. No further patient complications were reported as a result of this event.